Event description:
It was reported that pt underwent total knee arthroplasty in 05. During patella resurfacing procedure in 2007, surgeon noted that the tibial bearing was loose on the tibial plate. Tibial bearing was replaced, no further details have been provided.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. The user facility is outside of the united states. No medwatch report was received. No user facility info is available. Eval of returned device found all dimensions met their appropriate mfg spec. Returned tibial bearing was also locked onto a mating component and found to function as expected. No determination could be made as to the cause of the reported loosening.